Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. Blood glucose at the time of event was 350 mg/dl. Patient was also found positive for ketones. The duration of hospitalization was greater than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.